Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots and a review of the complaint history identified no similar incidents from the reported lots. All available information was investigated and the reported detachment of clip component in this incident appears to be related to the thin and friable leaflets, prolapsed posterior leaflet and an anterior leaflet flail. The reported recurrent mitral regurgitation (mr), tissue damage and embolism appears to be due to the clip detaching from both the leaflets. The reported foreign body in patient appears to be due to case specific circumstances as the clip detached form the leaflets and embolized into the coronary sinus. The reported patient effects of mitraclip device emboli, worsening mr, mitral valve injury and failure to retrieve mitraclip system components are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the complete clip detachment and embolized clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1. There were no issues during the procedure. On (B)(6) 2018, during a follow up control echocardiogram, tissue damage was noted on the leaflets and the clip could not be seen. Additionally, the patients mr had increase to 3-4. The patient remained stable. On (B)(6) 2018, fluoroscopy was performed which revealed that the clip had detached from both leaflets and traveled into the coronary sinus. As the clip remained closed and secure in the coronary sinus, there was no attempt to remove the clip as it would be too much risk for the patient. The patient remained in stable condition. The patient will be re-assessed at a later time to see if treatment will be performed for the tissue damage. No additional information was provided.